Manufacturer narrative:
Review of the product history records indicate that products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Hospital reported the following event: "when the box was opened, the antibiotic bottle was broken".